Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: runthrough ns. Guide cath: heartrail ii jr4. Evaluation summary: analysis of the returned product noted blood visible on the hub and contrast in the inflation lumen, consistent with handling and preparation. The balloon was loosely folded. There were was a kink in the shaft 9.8 cm proximal to the proximal balloon seal. The total catheter length was measured and met manufacturing criteria. The 2/3 collapsed profile was measured and met manufacturing criteria. A new indeflator was filled with contrast medium; diluted 1:1 with colored water and was used to inflate the balloon to the rated burst pressure (rbp). The balloon inflated to rbp with no anomalies noted. The reported difficulties were unable to be confirmed as the deflation times were measured and met manufacturing criteria. The guiding catheter used in the procedure was not returned for analysis therefore it is unknown how it may have contributed to the reported difficulties. The returned balloon catheter was advanced and retracted through a 6 f guiding catheter without resistance noted. In this case, it is likely that as the balloon was not fully deflated prior to removal; this would contribute to the reported resistance during retraction. Additionally, it is likely that handling during packing for return analysis contributed to the noted kink in the shaft as it was not reported in the case information and it does not appear to have caused or contributed to the reported difficulties. Factors that may contribute to difficulty deflating the balloon include, but are not limited to, unevenly trimmed hypotube jacket material in the inflation port (hub) causing a valve when inflated or deflated thus blocking the flow of contrast, deflation technique, contrast concentration, tortuous anatomy, loose connection with the indeflator, contamination in the inflation lumen or damage to the guide wire and/or inflation lumen. To help ensure that the reported difficulties are not due to manufacturing, 100% of the products are leak tested and a sampling of units is destructively tested to verify deflation times. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot and all lot release testing met manufacturing criteria. Additionally, a query of the complaint-handling database was performed and there have been no similar incidents reported for deflation issues or difficult to remove for this lot. There is no indication of a lot specific product quality deficiency. The reported deflation and difficulties removing the catheter could not be confirmed and there is no indication of a product quality deficiency.

Event description:
It was reported that the lesion was in the mid right coronary artery (rca). The vessel was mildly tortuous, mildly calcified with a 99% stenosis. The 3.5 x 12 mm trek balloon catheter was used for pre-dilatation of the lesion. The balloon was inflated to 12 atmospheres for 30 seconds, one time. Deflation of the balloon took quite a while and although the balloon was not fully deflated, which resulted in resistance during retraction in the guiding catheter, the balloon was able to be removed from the patient successfully. There was no report of resistance during advancement of the trek balloon inside the guiding catheter or during advancement of the balloon to the lesion site, and no reported issues during preparation. No patient effects were reported. No additional information was provided.